Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 360 mg/dl; customer reported vomiting violently and subsequently required a manual correction injection and intervention from paramedics. The exact nature of paramedic intervention was not provided. Reportedly, the customer reverted to manual injections for insulin therapy.